Event description:
Staff stated that stretcher brakes will not hold when engaged. No injury reported.

Manufacturer narrative:
Technician located the bed in repair shop. Found foot end caster would swived when the brake pedals are engaged. Replaced both foot end casters to resolve this issue.